Event description:
It was reported that device failed calibration. A bd repair tech performed rate calibration, and it failed with the percent error of -20.1667% (9.58 g). It was indicated that the issue could not be fixed by calibration. There was no indication of patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported complaint of the device failing calibration was confirmed and reproduced. Review of the suspect device error log showed, prior to the issue being reported to bd, the suspect device recorded a bad unpowered state failure (245.3020.0) on (B)(6) 2020 at 9:28 am. Review of the suspect device event log showed, on (B)(6) 2020 while in maintenance mode, the suspect device recorded a channel malfunction at 9:28 am. Testing showed the suspect device was not operating within specification. Device inspection: the device was received in poor condition. The instrument seal was intact. The right (male) iui was observed with corrosion. A crack was observed at the lower hinge. Datum posts observed crushed. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. Root cause analysis: the proximate cause of the reported complaint of the device failing calibration was believed to be a damaged bezel. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of 26jul2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 13nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device failed calibration. A bd repair tech performed rate calibration, and it failed with the percent error of -20.1667% (9.58 g). It was indicated that the issue could not be fixed by calibration. There was no indication of patient involvement.